Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection found the cutter to be fractured near the tip with one of the teeth bent outwards. Visual inspection also found the housing damage where the cutter came in contact to the housing. No functional inspection as this shaver was already broken, therefore not able to function. The probable root cause for this broken tip could be the crossblade shaver bland may have came in contact with an implant causing the one of the teeth of the cutter to be bent outwards. This resulted in the cutter coming in contact with the housing and causing the cutter to break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the crossblade broke off in the joint and was retrieved successfully.

Event description:
It was reported that the tip of the crossblade broke off in the joint and was retrieved successfully.